Event description:
It was reported that a patient presented on (B)(6) 2021 with their pacemaker's battery longevity having an overestimation issue. It was noted that there was a large discrepancy between the battery's capacity and the actual longevity at previous check ups. This discrepancy has gotten smaller with the natural depletion of the pacemaker's battery. No intervention was reported. The patient was stable throughout.